Event description:
Leg on walker broke causing individual to fall, experiencing laceration to bridge of nose and "bump" to forehead. Pt has early stages of multiple sclerosis, but at this point uses walker for stability and not for weight bearing.